Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it was communicated the shell disassociated from the ball when the hip was reduced. The device was reassembled and after the retaining ring was removed and the femoral head tamped off, no damage was noted and after reassembly it was inserted per the usual manner. Since no harm to the patient is being reported no further medical assessment is warranted. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the shell disassociated from the ball when the hip was reduced. Delay of less than 30min reported. No injury reported. The device was reassembled and after the retaining ring was removed and the femoral head tamped off, no damage was noted and after reassembly it was inserted per the usual manner.